Event description:
Registered nurse (B)(6). At (B)(6) medical center reports that the patient was admitted to the burn unit earlier today (B)(6) 2025 because the patient's oxygen tank had small explosion due to the patient smoking. No further info, details, or dates available. Patient began winrevair maintenance dosing (B)(6) 2025.